Manufacturer narrative:
The product was returned torn/cut into pieces. Solution is dried on the lens. No other damage is observed. Results from the product history record review indicated the product met release criteria. The questionnaire indicated the use of a cartridge, a handpiece, and viscoelastic. The product history records could not be reviewed for the cartridge lot because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. It is unknown which component of the viscoelastic was used in the cartridge. Additional information indicates that the lens was replaced with a different lens model. The product investigation could not identify a root cause for the complaint of anisometropia. The lens was returned in two pieces, and this type of damage is typical in appearance to damage created to remove a lens from the eye during explant. A lens bench evaluation could not be conducted on the returned lens due to the optic damage. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, fax and mail. A completed questionnaire was received on (B)(6) 2014. (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, the patient experienced anisometropia. The lens was exchanged. The patient ID doing fine with no problems after surgery. Additional information was requested.